Manufacturer narrative:
(B)(4). This event is still under investigation. The f/u report will be sent by 04/06/2011.

Event description:
The customer states: "c-arm image is delaying image, giving gray image instead of an xray. It self powered down."